Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. Current blood glucose level of customer was 384 mg/dl. It was known that auto mode feature was not active at time of incident. The sensor had sensor updating and change sensor alert. The insulin pump will not be returned for analysis.